Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 7/13/2022, it was reported by a facility representative via medwatch email that an ar-1401f-105 arthrex flexible reamer broke in the patient's left knee. The flexible guide pin from the ar-1401f-105 reamer set, was passed through the center point of the previously place socket and tunnel. This took a significant portion of time to appropriately strategize trajectory. Immediately upon initiation of reaming, it broke, and all the broken fragments were retrieved entirely without consequences. This was discovered during a left knee arthroscopy on (B)(6) 2022.

Manufacturer narrative:
Visual inspection found the flexible part of the device has broken off. Functional testing unable to be conducted due to the damage. Complaint was confirmed.